Event description:
A report has been received from a peritoneal dialysis nurse who has reported an event with the use of this product. It was initially reported: abdominal pain, chest pain and pain radiating to his shoulder resulting in an ER visit. A chest x-ray and CT scan were performed and the CT scan results indicated free air under the diaphram and in the peritoneal cavity. A call was placed to this facility for add'l info. In speaking with the nurse, it was learned that the pt was discharged to home on the same day with pain pills and reportedly is doing fine. Additionally, the nurse reported this pt has recently started to use this product. She also was not able to identify or say what was wrong with the product but wanted to report this event. There is no sample available for evaluation.

Manufacturer narrative:
Note: there is no product defect indicated by the reporter of this event.